Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with her insulin pump draining the batteries. She had changed the battery out four times in the past month. Earlier in the day her blood glucose was 90 mg/dl and then it went up to 538 mg/dl, treated with a bolus. Two hours later it was at 515 mg/dl, treated with a bolus again which lowered to 488 mg/dl. She was changing her set when the insulin pump started to alarm no power. She changed the battery twice. Troubleshooting was performed on the insulin pump for the battery issues and no anomalies were noted, she was advised to monitor it. She declined troubleshoot for high blood glucose, she wasn't sure why her blood glucose was high. She attempted to lower with a manual injection and it wouldn't lower. She will change the infusion set and monitor her blood glucose levels and call back if she needs further assistance. The insulin pump is not returning for analysis.